Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has decreased quickly as this device has depleted from 7 months to 3 months battery remaining in a span of 3 months. Subsequently, this crt-d reached elective replacement indicator. Boston scientific technical services (ts) assessment that the depletion was possibly due to rounding. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information received which indicated that this crt-d was explanted and was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has decreased quickly as this device has depleted from 7 months to 3 months battery remaining in a span of 3 months. Subsequently, this crt-d reached elective replacement indicator. Boston scientific technical services (ts) assessment that the depletion was possibly due to rounding. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has decreased quickly as this device has depleted from 7 months to 3 months battery remaining in a span of 3 months. Subsequently, this crt-d reached elective replacement indicator. Boston scientific technical services (ts) assessment that the depletion was possibly due to rounding. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information received which indicated that this crt-d was explanted and was replaced. No additional adverse patient effects were reported.